Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime fill anomaly. The customer's blood glucose value was 200 mg/dl. Customer states they did not receive second series of beeps nor did numbers appear on the screen. Customer states they are stuck in insulin pump rewind and bolus delivery loop. The insulin pump will be returned for analysis.